Manufacturer narrative:
The lot number is unk, therefore, no review of the device history record could be performed. Pain is a well known potential complication of this type of procedure. The instructions for use which accompanies each device states in the section labeled adverse reactions states that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Event description:
It was initially reported that following a posterior repair procedure in 2007, the pt experienced dull pain. The doctor described it as nerve entrapment. Add'l info has been requested but not yet received. Per add'l info received on 07/25/2008, pt had an exam in 2008, and was taken to surgery to cut the mesh arm to release it. Pt was restitched and reported to be doing fine.